Event description:
It was reported that the device will not recognize cassette. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "will not recognize cassette¿ was unable to be confirmed through disposable test, downstream occlusion (dso)/upstream occlusion (uso) test and ¿nda¿ investigation work instructions. The device recognizes all testing cassettes and functions as intended. The probable cause was the device required calibration, or cassette removed too quickly. Replaced dso seal as preventative maintenance. Performed dso/uso sensor calibration as preventative maintenance. Updated software and unit reset to standard configuration, and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.